Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During attempt to implant, the constrainer liner was damaged (dents and markings). The liner would not lock into the shell. There was no damage to the "in and out" head but it was inserted in the constrained liner so surgeon decided to use a new constrained liner and head.

Manufacturer narrative:
An event regarding seating/locking issues involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During attempt to implant, the constrainer liner was damaged (dents and markings). The liner would not lock into the shell. There was no damage to the "in and out" head but it was inserted in the constrained liner so surgeon decided to use a new constrained liner and head.